Event description:
The customer reported that the insulin pump is over delivering insulin and she passed out. The customer stated that the piston was not moving and there is insulin in the reservoir chamber. The blood glucose reading was 332mg/dl. The customer mentioned that the insulin pump alarmed and the delivery has stopped. Assisted the caller to clear the alarm. The customer stated that she did notice the insulin pump delivered insulin that she did not program into the device. The customer stated that her blood glucose has been high for the past two weeks. Offered to replace the insulin pump, but the customer declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.